Event description:
Foot pedal on eye microscope found to be malfunctioning. Patient was in the room already prepped and draped. Doctor discovered the problem. Patient was returned to the holding room, monitored and then returned to am surgery. All other cases for this doctor were cancelled. Biomed called and they are working on the repair.